Manufacturer narrative:
The returned sample was evaluated. The evaluation found two breaks in the edge seal. Further examination of the mesh at the edge seal break points noted that the mesh fibers were loose and the mesh was beginning to tear. As reported this was not an out of the box condition and was only found after manipulation of the mesh. It is possible the user inadvertently damaged the mesh while manipulating before implantation. Root cause of the damage appears to be related to user/device interface.

Event description:
The following was reported to davol: when the 3dmax light mesh was being rolled the surgeon noted there was a tear along the edge of the mesh. This mesh was not used on the patient and another was brought in for use with no further issue. No patient injury.